Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. It should be noted in the instructions for use (IFU): the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the device was used for a tricuspid valve procedure, which is considered an off-label use of the device. Based on the information provided the reported single leaflet device attachment (slda) is the result of the the clip being damaged by another device. The reported device damaged by another device is the result of user technique. The reported additional mitraclip implantation is the result of case specific circumstances. The reported incorrect procedure or method is the result of using the mitraclip on the tricuspid valve. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Patient anatomy included a right atrial pacemaker lead that was keeping the commissure open. The first mitraclip, an xt clip (00409u180) was implanted without issue. The second mitraclip, an xt clip (00409u182) was advanced; however, the clip delivery system (cds) interacted with the previously implanted clip and knocked the clip off the septal leaflet. The clip remained attached to the anterior leaflet (slda) and no tissue damage was noted. An attempt was made to implant the second xt clip; however, although the clip was able to grasp the leaflets, the tr could not be reduced. The clip was not implanted and was removed from the anatomy without difficulty. A third mitraclip, an xtw clip, was then used. The clip was able to grasp both leaflets and successfully reduce the tr. The procedure ended with the tr reduced to grade 1. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.